Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 64-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the pump experienced continuous suction during support. Medical staff added volume and repositioned the pump, but the issue persisted. Medical staff then decided to replace the pump. No patient harm has been reported, and the patient survived the event.

Manufacturer narrative:
The investigation for low pump flow has been completed. Compliant device not returned for investigation. Data log reviewed: motor current spikes observed. Many suction alarms occurred. Drop in flow, at p1 and 2 flow became zero. No positioning issue observed. The root cause of the low pump flow most likely was biomaterial ingestion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12265: f6/f8-should have been left blank. H.6 code 4445, 4627, 4641, and 4628 were reported incorrectly. New code was added to health effect - clinical code.